Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high impedance. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.